Event description:
Discordant low allergen result for p4 (anisakis) was obtained on one patient sample on an immulite 2000 xpi instrument. On the first run the patient sample was tested only on the immulite 2000 xpi instrument, where the low discordant result was observed. On the second run (new blood draw) a positive result was obtained on the immulite 2000 xpi instrument and on an alternate platform/methods where a positive value was obtained. The patient result was reported to the physician(s) who questioned the result. There were no reports of patient intervention or adverse health consequences due to the discordant low allergen p4 result.

Manufacturer narrative:
Siemens global product support (gps) contacted the customer. After evaluating the data the cause of the low discordant allergen p4 (anisakis) result is unknown. The customer states that no further assistance is necessary. The customer is running the allergen assay and has not observed any issues. The instrument is performing according to specifications. No further evaluation of the device is required.